Manufacturer narrative:
Follow-up ((B)(4) 2013) - device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results compared to another meter. The reporter alleged an unknown reading on the lfs meter compared to "141mg/dl" on a freestyle meter. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
((B)(4) 2013) device evaluation: the test strips have been returned to lfs for evaluation and evaluated on (B)(4) 2013 with the following findings: the complaint was not confirmed. The meter was also returned however evaluation of the product has not yet been completed. Therefore no conclusions can be drawn at this time. If lifescan obtains additional information a supplemental report will be submitted. At this time, lifescan considers this matter closed.